Event description:
It was reported that the device was used during a laparoscopic gastric bypass procedure. They leak tested the gastrojejunostomy, it was noted the staple line was leaking. Under further investigating it was noted that the entire gastrojejunostomy staple line had come apart. At that point, surgeon had to resect the anastomosis and perform a esophagojejunostomy. The case was completed with a competitors device there was no additional adverse patient consequence except for the change in procedure.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.